Event description:
It was reported that the customer had a battery out limit and keypad anomaly on the insulin pump. The customer's blood glucose level was 236 mg/dl. The troubleshooting for the battery out limit was stopped and started troubleshoot for keypad anomaly. The customer stated that she keep changing battery because it will not hold a charge, while troubleshoot for battery outlimit, alarm wouldn't clear. The customer was asked if she recalls any significant events leading to the keypad issues. The customer said that insulin pump hasn't been exposed to moisture. The customer was advised that insulin need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.